Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 had failed to open. A field service engineer replaced the missing inseparable magnet and verified functionality through testing. Customer confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 4 had failed to open. It was observed that an error message indicated the drawer would not close, even though the drawer was physically in the closed position. The customer stated that the malfunction occurred when a user attempted to issue medication to a patient, which resulted in a delay to patient care. However, there were no adverse events or injuries reported based on this event.